Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace an implant after it was found to have migrated postoperatively in the c6/7 disc space. The implant was removed and replaced with a standalone cervical cage to convert to a acdf. There were no additional patient impacts reported.

Manufacturer narrative:
The device was not returned, and no photos or x-rays were provided so an evaluation was unable to be performed. Therefore, there are no results available and no conclusions can be drawn. The DHR was reviewed and there were no manufacturing issues found that would have contributed to this event. The device's labeling was reviewed and confirmed to identify implant migration and subsequent surgeries as known adverse effects of using the device.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace an implant after it was found to have migrated postoperatively in the c6/7 disc space. The implant was removed and replaced with a standalone cervical cage to convert to a acdf. There were no additional patient impacts reported.